Manufacturer narrative:
As the device was not returned to the manufacturer, the technical support team at access bio tested the retained product of lot# ch21a26 which provided acceptable results for both positive and negative samples. Further, access bio would need more information from the customer to identify the true root cause of this complaint. However, in the absence of information from the customer, it would be difficult to rule out the following potential root causes: the customer might misinterpret test results. The customer might not follow the instructions for use (IFU). Excess blood or mucus on the swab specimen may interfere with the test performance and may yield a false-positive result. Interpreting results after 15 min. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of the test device. Tests might be exposed to extreme environmental conditions during storage access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
The customer reported on june 11, 2021, a suspected false positive result from a rapid result covid test system for multiple (number unknown) unknown patients. The date of performing carestart sars-cov-2 antigen tests was unknown. Some of the tests gave a suspected positive result. The customer stated that they have been using the product for a while and knew this was unusual. The customer tested various kits in the master carton. Out of the first 71 tests, about 25% had to be retested due to a false positive result. The control line showed up on all, but a faint blue-colored line was visible in the test region (t). All these patients were retested and were found to be normal in their second test. The verification method for the false positive result was not communicated by the customer. After receiving the complaint, access bio tried to contact the customer to better understand the allegation for the investigation: june 29, 2021: sent an e-mail requesting more information about the allegation. July 12, 2021: sent a follow-up e-mail on the previous e-mail sent on june 29, 2021. December 15, 2021: sent an e-mail again requesting answers to some specific questions. December 21, 2021: a phone call was made, and a message was left to call back. The customer reported successfully completing quality control steps but did not share any further details regarding product handling practices. No adverse patient effects were reported.